Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a patient notifier for non-sustained lead noise. The episode was caused by a sensing latency between the near field and far field channels. Reprogramming was recommended. Device remains implanted.